Event description:
The customer reported that during a hysterectomy, the handpiece was closed and a seal was completed. When the surgeon tried to release the tissue, the device could not open. The surgeon cut around the handpiece and sutured the surrounding tissue in order to remove the device. There was no patient injury.

Manufacturer narrative:
Date of initial report: 06/01/2009. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.